Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary: motor/cable, housing, bearings and other parts were replaced due to corrosion of consumable parts. Could not verify unit was getting hot since the unit was not working when received. After repair, the unit passed all temperature and speed tests. Unit was cleaned and tested to specifications.

Event description:
It was reported that the hand piece gets hot during use with a bur. There was no reported patient impact.